Event description:
Column for ventilator humidification system was not consuming water at a reasonable rate. Pt had partial occlusion to ett and required bronchoscopy. Intervention was successful. Humidifier column was replaced and system worked appropriately. Due to similar experience we have started marking water level in humidifier reservoir so any similar situation can be identified before serious problems occur.